Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing and hpc test results outside of cardioquip specifications, cardioquip epidemiology recommended that the device receive an internal water pathway replacement. The device was brought back to specification via an internal water pathway replacement and following the repair, the device passed inspected and was fully functional.

Event description:
Cardioquip technician reported potential bacterial contamination during onsite service visit.